Event description:
Film review analysis: review of pre-implant cta's and 3d report confirmed that the patient had a 6.3cm max diameter aaa that contained thrombus (2 -3 cm flow lumen) and was lined with calcification. The proximal neck diameter ranged from 26 -23 -28mm, and was calcified and essentially straight. The patient had a 3cm left common iliac aneurysm which also contained thrombus. Both iliac arteries were extensively calcified and tortuous; the left common iliac was acutely angulated approximately 90 deg. The exact cause of the reported events could not be determined. Images during implant and post-implant were not available for review. However, it appears likely that the patients tortuous and thrombus filled anatomy likely contributed to the events.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm diameter abdominal aortic aneurysm. The patient had difficult anatomy. It was reported that during deployment of the 32/16/166 endurant bifurcated stent graft the gate rotated because of the extreme tortuosity in the iliac artery. The gate ended up in a pretzel shape rather than anatomically positioned. It was reported that the physician could not manipulate any catheters to the left wall of the sac where the gate was. The physician attempted to snare it, but the snare would not open up completely in this large 6.8 cm aneurysm. The thrombus must have been extremely organized, which seems the only explanation why the physician could not manipulate catheters and snares. The physician decided to create an aui; however, there was no endurant aui device available. The physician used a 32/32/49 endurant cuff and placed it 1-1.5 cm low to occlude flow down the contralateral gate followed by extensions in the left iliac to seal distally, and the final angiogram showed no evidence of an endoleak. The physician then placed another manufacturer¿s occluder (16 mm amplazter plug) in the common iliac artery and performed a fem-fem crossover. The physician stated that this difficulty was ¿not related to the device, but rather to the anatomy¿. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).